Event description:
A review of a literature article, that is evaluating the clinical and financial outcome between robotic-assisted and laparoscopic surgeries for rectal cancer, was completed and the following was noted. This was a retrospective single-center study and included the robotic or laparoscopic surgeries for rectal cancer between 01-jan-2016 to 31-sep-2021. A total of 125 patients were included in the study where 66 were performed robotically. Five patients in the robotic-assisted group required conversion to open surgery, and fewer permanent stomas were created after robotic-assisted procedures. Intraoperative adverse events included 2 patients had serosal tears, 1 patient experienced hemorrhage requiring transfusion, and 2 patients had damage to organ structures. Postoperative complications such as surgical site infections (ssi), anastomotic leakage, pelvic abscess, hemorrhage, urinary tract infections (uti), pulmonary embolism (pae), and pneumonia were observed in both groups and without significant differences between the two groups. Postoperative ileus occurred in six robotic-assisted cases, with one requiring surgical revision. Nine robotic-assisted patients required reoperations for anastomotic leakage, wound revision, or bowel perforation. While total complications did not differ significantly, robotic-assisted surgery showed a significantly lower rate of severe complications. There were no da vinci device malfunctions reported in any of the procedures. Attempts have been made to obtain additional information from the article author, but no response has been received.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. Additionally, there is no indication that any da vinci products contributed to the reported complications. Citations: gebhardt, j.m.;werner, n.; stroux, a.; förster, f.; pozios, I.; seifarth, c.; schineis, c.;weixler, b.; beyer, k.; lauscher, j.c. Robotic-assisted versus laparoscopic surgery for rectal cancer: an analysis of clinical and financial outcomes from a tertiary referral center. J. Clin. Med. 2024, 13, 1795. Https://doi.org/10.3390/jcm13061795. Section a: patient information - no specific patient demographics were provided for this patient. Study demographics in the robotic group was a median age of 63 years and the majority of the patients were male. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. .